Event description:
Pt called lfs and alleged that their meter was reading inaccurately high. The pt reported blood glucose results of 149, 326, 93, 130, 119, and 149 mg/dl with a lifescan meter and 119, 302, 88, 120, 98, and 123 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results does not exceeds lifescan's criteria for accuracy. The test strips were in good condition, codes matched, and the testing technique was correct. The pt performed two control solution tests, which failed. A new meter is being sent to the pt. Based on the two control tests failing, there is evidence of meter malfunction. There is no evidence of a serious injury. No further info has been reported.